Event description:
It was reported by a non-medical professional that the patient underwent a revision surgery, due to a csf leak and migration of disc spacers in c3-c4 and c4-c5. Reportedly, the revision surgery caused injury to the patient's cervical spine including an arterial cord stroke resulting in quadriplegia. The patient was placed on a ventilator and feeding tube. It is further reported that in 2008, the patient expired.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.